Manufacturer narrative:
This is a duplicate report. No further regulatory reports will be submitted under this report number. See regulatory report # 3004209178-2018-26732 for further reports regarding this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep was in a case and the 0-7 lead was out. The rep said they wanted to put in a perc lead. The rep wanted to know how to program. It was reviewed that there is not a way to accommodate it with programming and the rep should select yes to the abandoned leads question. No symptoms or further complications were reported.